Event description:
It was reported a patient underwent a cardiac ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade in the left ventricle and treated with drainage. The report indicated that one hour after starting the ablation procedure with the qdot micro catheter, the patient experienced cardiac tamponade of the left ventricle. The procedure was completed after drainage. The physician's judgment on health hazard was that it was non-serious (moderate/minor). No extended hospitalization was required. Additional information was later received indicating the outcome of the adverse event was fully recovered (no residual effects). The patient was transferred from intensive care unit (ICU) to the ward the next day following the procedure. The discharged date was unknown. Prior to noting the cardiac tamponade, ablation had already been performed. The event occurred during ablation phase. The patient did not require cardiac surgery. Transseptal puncture was not performed. There was no evidence of steam pop. The flow settings for irrigated catheter used were pre: 2sec and post: 4sec. The coloring setting of visitag was tag index. The contact force (cf) monitoring method was force over time (fot). A causal relationship with the product was noted. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31638157l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).